Event description:
It was reported that during navio tka procedure while patient under anesthesia, during removal of checkpoint at end of surgery the pin broke in half. It is unknown how was the procedure completed. No delay, or patient harm reported.

Manufacturer narrative:
The navio checkpoint verification pin, part pfsd01009 used for treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be mechanical component failure. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.